Event description:
It was reported the patient underwent surgery to implant a deep brain stimulation system on (B)(6) 2013. There were no anomalies during surgery. It was stated that two hours after the operations, the patient¿s consciousness was ¿fuzzy.¿ bilateral mydriasis was also noted. Review of a CT scan showed a bilateral intracranial hemorrhage. It was indicated the patient underwent a hemostasis operation of intracranial hemorrhage. The suggestion of an ¿expert¿ was that the patient might have coagulation problems. It was unknown who this expert was. Information received the following day indicated the patient was in the intensive care unit after the ¿hemorrhage rescue¿ and was under observation. The patient was in a coma. A little less than a month later, it was reported the patient was in ¿stable condition¿ and in a ¿vegetative state.¿ a follow up report will be sent if additional information is received.

Event description:
Additional information stated the patient was still in a coma and in the ICU. A pathological examination of the patient indicated cerebrovascular malformation. It was also noted the patient was in stable condition and a vegetative state. The physician thought there was no relationship to the product quality.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot# va07rnb, implanted: (B)(6) 2013, product type lead. (B)(4).